Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Moreover, trending showed p waves ranging at 0.2 to 0.3 millivolts (mv) with atrial sensitivity set at 0.15 mv. The patient will be evaluated by the electrophysiologist (ep) for device evaluation after the device interrogation. Additional information indicated that the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.